Manufacturer narrative:
No excessive "no delivery" alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No battery out limit or low battery alarm noted. Unit had minor scratched lcd window, scratched case, cracked case at display window corner, cracked battery tube treads and cracked reservoir tube lip.

Event description:
Customer reported via phone call of receiving excessive no delivery alarm even after changing infusion sets and reservoir. Customer reported that cannula was not bent. Customer had tried all remedies. Customer reported that blood glucose at the time of call was 450 mg/dl. Customer was advised that insulin pump would be replaced.